Manufacturer narrative:
Device technical analysis: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the events of air ingress and st segment elevation are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. No problem detected, the sheath passed all leak testing and microscopy did not reveal any damage to the valves. Additionally, the event of st segment elevation is a known inherent risk of the faradrive device. St segment elevation is an expected procedural complication addressed within the IFU for the faradrive device.

Event description:
It was reported that a patient experienced st elevation. During a pulsed field ablation (pfa) procedure, air ingress was observed in a faradrive sheath. A grid catheter was inserted at the time of the air ingress. The sheath was suctioned. St elevation was noted during pulse; therefore, nitroglycerin was administered, and it had returned to normal at the time of contrast imaging. The sheath was replaced, and the procedure was completed with a new sheath.

Event description:
It was reported that a patient experienced st elevation. During a pulsed field ablation (pfa) procedure, air ingress was observed in a faradrive sheath. A grid catheter was inserted at the time of the air ingress. The sheath was suctioned. St elevation was noted during pulse; therefore, nitroglycerin was administered, and it had returned to normal at the time of contrast imaging. The sheath was replaced, and the procedure was completed with a new sheath. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.